Event description:
Customer's caregiver reported that on (B)(6) 2018 the customer was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Caller reported that the customer was hospitalized, but refused to continue troubleshooting or provide any further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2018 the customer was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Caller reported that the customer was hospitalized, but refused to continue troubleshooting or provide any further information. There was no report of death or permanent impairment associated with this event.